Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2014, allegedly due to elevated metal ion levels. A review of invoice history confirmed both surgery dates and that the modular head was removed and replaced with a polyethylene liner and modular head.

Manufacturer narrative:
This follow up medwatch is being submitted to report that it is a duplicate of medwatch (B)(4), 1825034-2014-01487, 03581 and 03582.

Manufacturer narrative:
This follow-up report is being filed to relay blood test results, which was unknown at the time of the initial medwatch.